Event description:
It has been reported to philips that the live image is intermittently lost. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a fault in the ippc (image processing computer) philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that there was live signal loss and fault in ippc (image processing computer). The fse replaced the ippc, downloaded software, and recreated image store. After replacing the faulty ippc, software installation and recreating the image store the system was returned to use in good working order. The codes were updated based on the investigation outcome.